Manufacturer narrative:
The reported complaint of autopulse platform (serial #(B)(4)) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) was confirmed during initial functional testing and archive data review. The root cause for ua07 was due to a damaged load cell module 1. The cracked front enclosure and defective load cell were likely attributed to mishandling such as a drop. During visual inspection, unrelated to the reported complaint, a crack at the end area of the front enclosure was observed on the returned autopulse platform. The cracked front enclosure, likely as a result of damage sustained due to mishandling such as a drop. The cracked front enclosure needs to be replaced to address the issue. Also observed, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate, unrelated to the reported complaint. The sticky clutch plate needs to be deburred to address the issue. The cause for the sticky clutch could be due to normal wear and tear. The autopulse platform is a reusable device and was manufactured in september 2015 and it is nearing the expected serviceable life of 5 years. During archive data review, multiple ua7 error messages were recorded, thus confirming the reported complaint. During the initial functional testing, the returned autopulse platform displayed "(ua)07" upon powering on and the load cell characterization test revealed that the load cell module1 was over-reporting., thus confirming the reported complaint. The defective load cell needs to be replaced to address the user advisory (ua) 07 error. Awaiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
Patient #2. During patient use, customer reported that the autopulse platform (serial #(B)(4)) stopped after 8 compressions. Crew reverted to manual CPR and patient was successfully transported to hospital. Per reporter, error message was not noticed at the scene, but back at the station, the autopulse platform displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message after changing out the lifeband. Crew were not able to clear the error message. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown. Patient #1 event is submitted under MFR 3010617000-2020-00778.